Event description:
The reporter stated that during a spinal surgery procedure, using the manta ray anterior cervical plate, the locking clip did not engage over the screw head. The surgeon decided to leave the screws in place. There was no reported adverse outcome for the patient.

Manufacturer narrative:
As a result of integra's two year retrospective review, which is still ongoing, integra concluded that this medical device report should have been submitted at the time that the complaint was received. A review of the complaint log showed that this was a repeat incident. A corrective action was opened and closed out in 2009 to address this issue. The issue was addressed in the failure modes and effects analysis (fmea) of the product design dossier. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.